Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a generalized complaint of cracking of 3 way stopcocks. There is no report of leakage or patient harm.

Manufacturer narrative:
The customer's report of cracking of the stopcock was not confirmed or replicated. Visual inspection of the received unused sample showed no damage or other issues. Functional testing and pressure testing was performed on each of the stopcock's luers; no leaks or cracks were noted. The root cause of the customer¿s report was not identified.